Event description:
During a low anterior resection all steps of firing the cdh33 appeared to be fine, but the anastomotic site had a tear. The operative time was extended and another cdh was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Based on the info received and the visual inspection of the instrument, it was concluded that the instrument was fired across a hard object. This is evidence by the extensive damage to the knife adn the breakway washer. Due to the damage to the instrument, further functional testing could not be performed. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.